Event description:
It was reported that the plunger would not pull back during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported there was a needle issue causing the plunger on the syringe to not pull back. 1. Description of issue: customer reported needle/syringe issue. Customer reported plunger on syringe would not pull back. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: bd 26 g, 1/2¿ needle ¿ 305111. 5. Product lot number: 83615. 6. For bd product only, are samples available for investigation? O no. Customer cannot obtain as customer discarded syringe 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger would not pull back during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported there was a needle issue causing the plunger on the syringe to not pull back. Description of issue: customer reported needle/syringe issue. Customer reported plunger on syringe would not pull back. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 83615. For bd product only, are samples available for investigation? No. Customer cannot obtain as customer discarded syringe. Did issue cause any injury? If yes, what type of injury? ¿ no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.